Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's hospitalization was prolonged by several hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the left atrium access stage using the sheath, a high volume of air was continuously aspirated after transseptal puncture and sheath exchange, requiring the syringe to be changed twice. It was suspected that there may have been a leak in the hemostasis valve. Aspirating with a larger syringe and applying finger pressure to the hemostasis valve allowed blood to be aspirated. The patient experienced st elevation and temporarily non-conducted p waves, air embolism of the right coronary artery was suspected. The procedure was aborted; the patient was not under general anesthesia. The patient was taken for further neurological and echocardiogram testing, and 30 minutes after the event, the patient was stable. No further patient complications have been reported as a result of this event.